Manufacturer narrative:
Device was used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product evaluation was performed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery due to the femoral blade of the patient's trochanteric fixation nail going through the acetabulum and pain. The patient was originally treated for a hip fracture on (B)(6) 2014. On a unknown date, during a routine follow-up, the patient complained of pain, the event was confirmed via-x-rays. It was noted that the event occurred due to the bone being "bad". The surgeon revised the patient's surgery to a total hip replacement and surgery was successfully completed. There were no operative delays reported. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.